Event description:
It was reported the procedure was to treat a heavily calcified, moderately tortuous, chronic total occlusion in the superficial femoral artery. The 5x120mm armada 35 balloon dilatation catheter (bdc) was prepped prior to use without issue. During the procedure, when inflating the bdc a leak was noted. After the bdc was removed, a small hole was observed on the balloon. A new armada 35 bdc was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, the following information was received: the leak occurred during the first inflation at 8 atmospheres. The bdc leaked from the hole observed on the balloon. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.